Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. No additional event or patient information is available. Data was provided for investigation. Loss of connection was confirmed; however, the device operated within specification. The root cause could not be determined. Labeling indicates: the dexcom g6 mobile app is only compatible for select smart devices and mobile operating systems.